Manufacturer narrative:
Ocd performed a batch record review; results were satisfactory. Product was expired prior to receipt of complaint. (B)(4).

Event description:
Customer reported no reactivity with a patient sample containing anti-jka. Testing was performed using manual gel method. Customer converted the 3% screening cells to 0.8% prior to use. No erroneous results were reported.